Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphical user interface (gui) central processing unit (cpu) and uploaded the software to the current revision. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, an 840 ventilator's graphical user interface (gui) display became inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. There was no patient harm as a result of the reported event.